Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The catheter deflected in all directions when actuating the steering mechanisms, but no longer deflected in the correct shape and no longer met specifications, due to a bend in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the investigation performed and the information provided, the cause of the tip fracture remains unknown.

Event description:
During an atrial fibrillation (af) ablation procedure, it was noted that the catheter was not deflecting as expected. When the catheter was removed, it was noted that the tip was fractured. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.